Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. The device was not in patient use. The customer placed a service call to the local philips helpdesk for this issue. The device was requested for evaluation; however, the customer did not return the device, and no device evaluation is possible at this time. A final report is being submitted. If new information becomes available a supplemental report will be completed.

Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. The device was not in patient use. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.